Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits though a single high out-of-range right ventricular (rv) lead pace impedance measurement was recorded to device memory . The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker did not deliver pacing upon connection of leads at implant. The leads were disconnected from the device and an alternate pacemaker used without issue. No adverse patient effects were reported. This device was never in service.